Event description:
Additional information was received that the tablet was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the tablet. An analysis was performed on the returned tablet and the reported allegation was not verified. No software anomalies associated with the tablet were observed during the analysis. During the analysis it was identified that the tablet was unable to display an image. The cause for the anomaly is associated with a defective display. Once the display was replaced with a known good display, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's programming tablet had a white black screen. The device was powered off, but upon restart the screen remained blank. The tablet was confirmed to be fully charged and it was reported that the tablet had not been dropped recently. The physician's office was provided a new programming tablet. The previous tablet is expected to be returned for analysis, but has not been received to date.